Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) multiple times. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received the device in relation to the reported symptom,unit underinfused 3 separate times at less than 36ml set for 40ml. This reported symptom was unable to be evaluated due to an upstream occlusion alarm. The device was monitored to ensure accurate flow rate.